Event description:
During a remote follow up, noise was observed on the device during an atrial sensing test. It was suspected the noise was due to a loss of rf telemetry during the test. No reprogramming or intervention has been performed. The patient was stable and will continue being monitored.